Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2024 using a small flexnav delivery system. The patient had a pre-existing condition of 1st degree heart block. The patient had a horizontal aorta. The patient's annulus was measured with the perimeter as 71.2mm and the area as 389.7mm^2. During implant the procedure it was observed that while deploying the valve at 80% the patient went into complete heart block once temporary pacing was released. No uneven expansion of the valve was observed. There was sufficient calcium to allow anchoring of the device. The starting implant depth was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The valve was attempted to be tilted slightly upward but was unable to due to the patient's horizontal aorta. After 5 minutes the device was implanted. Post-implant device on the ncc side was observed to rise 1mm. The final implant depth was 2mm from the ncc and 5mm from the lcc. The heart block persisted post-implant of the valve. The patient's gradient was 6.2mmhg. The patient was hospitalized for monitoring to determine if a pacemaker is required. The user suspected the complete heart block was related to the patient's pre-existing 1st degree heart block. On (B)(6) 2024 the heart block resolved on its own without any intervention required. The patient status was stable.

Manufacturer narrative:
An event of migration and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a pre-existing condition of 1st degree heart block and a horizontal aorta. There was sufficient calcium to allow anchoring of the device. The starting implant depth was 3mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). The valve was attempted to be tilted slightly upward but was unable to due to the patient's horizontal aorta. Then, the device was implanted. Post-implant device on the ncc side was observed to rise 1mm. The final implant depth was 2mm from the ncc (shallower than the recommended 3mm) and 5mm from the lcc. The heart block persisted post-implant of the valve. The user suspected the complete heart block was related to the patient's pre-existing 1st degree heart block. Then, the heart block resolved on its own. Based on the available information, the cause of the reported migration appears to be related to patient anatomy (horizontal aorta). The reported heart block appears to be related to patient condition (pre-existing heart block). There is no indication of a product quality issue with regards to manufacture, design, or labeling.